Manufacturer narrative:
Additional information: d10 a complete lead was returned in one piece for analysis without the connector pin. The damage found was sustained during the surgical procedure. The reported event of unable to remove guidewire was isolated to bunching of the guidewire ptfe coating and inner coil. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. Abbott is continuing to monitor this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that he guide-wire could not be removed from the left ventricular lead, and the pin became separated from the device. The lead was removed, and a new lead was implanted. The patient was discharged.